Manufacturer narrative:
(B)(4).this event occurred in (B)(6).

Event description:
The customer received analyzer alarms and questionable ise indirect gen.2 sodium results for two patient samples. The unit of measure was requested but was not provided. Patient 1 initial result was 4000 and the repeat result was 138. Patient 2 initial result was 80 and the repeat result was 136. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The customer checked the electrodes and found that a drop was forming on the electrode when she removed them. The customer replaced all of the electrodes. The field service representative checked the analyzer but did not find any technical issue.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.